Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the side rail broke off and the pin that slides into the frame snapped off.